Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, surgeon went to remove a loaded heartstring from loading device and the string remained in the loading device while the delivery tube was removed. They obtained another heartstring seal and successfully completed the case. No patient harm or effects.